Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. All evidence indicates the ICD remains in service at this time. No adverse patient effects were reported.